Event description:
I have been using the coopervision biofinity toric contact lens for over a decade. The left contact which was intact when I placed it in my eye, ripped. I immediately notified my eye doctor, coopervision and received treatment at (B)(6). There is a quality assurance issue with these contacts and as a consumer of this product it could have severely damaged my eye. I received eye drops to prevent a eye infection due to the left contact lens. FDA safety report ID# (B)(4).